Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; cracked battery compartment with moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed power on reset events recorded. On examination, the battery compartment was confirmed to be cracked with moisture corrosion inside the battery compartment. Leak testing confirmed moisture ingress into the battery compartment at the site of the battery compartment crack. A battery cap was not returned with the pump for investigation. A test cap was used to complete the investigation. The test cap secured to the pump properly. The pump powered on normally and did not demonstrate any power interruption during the investigation. Investigation did not duplicate the alleged power issue. Additional moisture damage was noted inside the pump on the printed circuit board. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.